Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. There were no anatomical interference, or angulation or kink in the delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was selected for implant. During the procedure, while attempting to implant the distal la disk formed a cobra deformation. The device was recaptured and tried again but kept presenting in a cobra deformation. The device wasn't detached from the delivery cable, removed, and replaced with another 24mm amplatzer septal occluder to resolve the event. There was no interaction with cardiac structures or angulation/kink in the delivery system. There were no adverse health consequences, procedural delay, or hemodynamic instability to the patient. The patient is stable.